Event description:
Note: this report pertains to one of two devices used during the same procedure manufacturer report # 3005099803-2012-02904 and manufacturer report # 3005099803-2012-02905 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6), 2012. According to the complainant, while attempting to ligate varices in the esophagus, the speedband device (mr # 3005099803-2012-002904) was only able to deploy the first two bands. Another speedband device (mr # 3005099803-2012-02905) was then used, but the same issue occurred; only the first two bands deployed. Reportedly, the physician was able to complete the procedure with the bands that did release from the two devices. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.